Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown axel. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a solar total elbow because of failed axel.

Manufacturer narrative:
An event regarding the failure of an unknown solar elbow axle was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that there was a revision of a solar total elbow because of failed axle.